Event description:
A nurse was pushing a patient from the foot of the stretcher in busy congested emergency department. The right side rail gave way and collapsed resulting in the nurse falling forward on to the patient. Nurse pulled the railing back up and made a second attempt to push the stretcher, but railing again collapsed after a few feet of movement forward, the nurse's upper body again fell forward. Nurse felt a tightening in his lower back after the incident. The nurse then moved the head of the stretcher and pulled the stretcher with the patient the remaining distance to the emergency department bathroom.